Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the device battery overheated and melted the material around it. This condition could cause a severe burn. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's mother that the patient's personal diabetes manager (pdm) had a over heating malfunction. They stated that the battery became very hot. The patient stated the sealing plastic was melting and it became so hot that it was hard to remove the back without burning their skin.